Event description:
Ous MDR. This lead was capped due to inappropriate shock and oversensing.

Manufacturer narrative:
The medical product has not been made available for analysis and could therefore not be examined itself. The investigation is therefore based on the analysis of the production documents and the provided data. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. As described in the complaint text, interference signals in the right-ventricular channel were seen in the available iegm, which led to vf detection and the shock deliveries. The available x-ray image of the pocket area did not show any anomalies. Despite the presented information, no cause of the clinical complaint could be determined since this would require an examination of the lead itself. If additional relevant information or the device itself should become available, the incident will be updated accordingly.